Manufacturer narrative:
The company representative was not able to reproduce the reported event, but he observed the "electrical test fails code # 53" (shuttle transducer offset failure) in the failure log. He replaced the shuttle transducer (part number # 0682-00-0076-01). In an unrelated repair the IV pole holder shaft was also replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer. The original shuttle transducer was sent to (B)(4) for eval. The issue was narrowed down to known insufficient curing of epoxy on the transducer that resides within drive manifold. Due to increase in the number of transducer (part number 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was contacting the pcb and causing impedance on the pcb. This may possibly result into reading drift and transducer malfunction. An improved impedance test was implemented by the transducer MFR. Later, the MFR updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at maquet mfg facility to more effectively screen out the impedance failures. Health hazard eval determined the risk associated with this failure mode is non/negligible. The effectiveness of the change in the process was reviewed. There were no replacements made due to transducer failures to any pump with MFR codes later than (B)(4) 2011. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit generated an "electrical test fails code # 53" (shuttle transducer offset failure) alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.